Event description:
A hospital in (B)(6) reported via a distributor that a quantity of 12 mr290v vented autofeed humidification chambers were found leaking from the water feedset tubes during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: seven complaint mr290v vented humidification chambers were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned devices were performance tested by connecting to a waterbag and visually inspected for damage. Results: the chambers filled to a normal level during performance testing. When the water flow stopped, small drops of water were observed to leak slowly from the connection between the water feedset tubes and waterbag spikes. Visual inspection showed that insufficient amount of glue had been applied between the water feedset tubes and spikes, causing the reported leaks. A lot check revealed 11 other complaints of this nature for lot number 100212. Conclusion: visual inspection of the water feedset tubes and waterbag spikes of the returned mr290 chambers confirmed that the reported leak was caused by an insufficient amount of glue applied. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).